Event description:
It was reported by the customer that single-lumen PICC had to be removed after being attributed to right arterial erosion on an inpatient. PICC was inserted (B)(6) 2024 in hospital and removed (B)(6) 2024 after patient was re-admitted to hospital following outpatient therapy. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.